Event description:
It was reported that the patient underwent a c3-7 anterior cervical discectomy and fusion in which rhbmp-2/acs was used. Imaging studies reportedly showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient developed chronic pain, radiculitis, emotional distress, and mental anguish.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: cervical spondylitic myelopathy. C3-7 degenerative disk disease. For which, patient underwent following procedures: right anterior retropharyngeal approach to cervical spine. C3-4, c4-5, c5-6 and c6-7 anterior cervical diskectomies and anterior interbody arthrodesis. Placement of prosthetic intervertebral devices within the c3-4, c4-5, c5-6 and c6-7 interspaces using peek cages filled with bone morphogenic protein. C3, c4, c5, c6 and c7 anterior cervical instrumentation using plate and associated screws. Microsurgical technique. Intraoperative fluoroscopy. Per op notes, ¿the appropriate peek cage was then filled with bone morphogenic protein and tapped into an idea position in the interspace under fluoroscopic guidance.¿ utilizing the same technique, the following cages were placed at each level "at the c3-4 level , a 6 mm implant was placed; at the c4-5, c5-6 and c6-7 levels, 7 mm implants were placed.¿ patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.